Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 20mg/ml at 4mg/day via an implantable pump. The patient had presented to the hospital today feeling very lethargic, disoriented and with increased pain. The patient was in-patient. The company representative was contacted by the managing physician¿s office to interrogate the patient¿s pump to rule out a motor stall and assist the staff with decreasing the patient¿s daily rate. Pump interrogation confirmed no motor stall via the logs. The patient¿s simple continuous daily rate was decreased from 4.8mg/day to 1mg/day. On-site physician stated he was treating her with oral dilaudid. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. Surgical intervention did not occur nor was it planned. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.